Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a prime issue with the pump. The patient reportedly was told by the certified diabetes educator when changing out the infusion set tubing, there was no need to prime the tubing. The patient reportedly experienced a blood glucose (bg) measurement of over 500mg/dl and was hospitalized. The patient reportedly was treated via insulin injection at the hospital. It was noted that the pump is not being returned. This complaint is being reported because the patient experienced an adverse event while using insulin pump therapy. User error was a contributing factor since the patient was advised the prime step was not required after an infusion set replacement.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the black box revealed multiple loss of prime due to the pump not being primed after occlusion alarms were confirmed. The pump was not primed after por and loss of prime was found to be associated with replace cartridge alarms. No valid loss of primes were observed. A 24 hour duration test was successfully completed with no loss of prime warnings or errors, alarms or warnings being duplicated. The force sensor calibration check showed the pump was detecting the correct force. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump passed the delivery accuracy test and was found to be delivering accurately and within required range. The pump cover was removed; the force sensor pins were seated and solder connections were intact. There was no evidence of contamination or cracked force sensor traces. There was no evidence of internal moisture found. The reported complaint was unable to be duplicated during investigation. Unrelated to the complaint, the battery compartment was found to be cracked below the bumper pad. The returned battery cap/returned cartridge cap used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.